Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Fse phone called on (B)(6) 2016 and found that customer replaced rotary valve unit and sample needle to repair leaking valve. Customer states instrument no longer leaking, running with no errors. Customer calibrated and ran qc (quality control), which passed. Customer ran several patient samples to verify good operations with no errors. The most probable cause of the reported event was rotary valve unit leaking.

Event description:
On (B)(6) 2016, the customer reported low pressure with their hlc-723g8 analyzer. Ts suggested customer to check all the connections. Suggested account perform drain flush. Customer found the rotary valve leaking quite a bit during drain flush. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.